Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer screen did not appropriately respond to the stylus pen. It was also indicated that the bezel shield was cracked, handle covers were cracked, media bay door was broken, and system fan was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer screen did not appropriately respond to the stylus pen. The pen was replaced but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.